Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('medical device removal') in a female patient who had essure inserted for female sterilisation. On (B)(6) 2014, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required). The patient was treated with surgery. At the time of the report, the medical device removal outcome was unknown. The reporter considered medical device removal to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 21-jul-2020: quality-safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('chronic pelvic pain') and uterine hemorrhage ('abnormal uterine bleeding') in an adult female patient who had essure inserted for female sterilization. The patient's medical history included abortion in 2004, multigravida and parity 2. Concurrent conditions included endometrial polyp and uterine bleeding. Concomitant products included diazepam (valium), ketorolac tromethamine (toradol), oxycodone hydrochloride;paracetamol (percocet) and promethazine. On (B)(6) 2014, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and uterine hemorrhage (seriousness criterion medically significant). The patient was treated with surgery (total laparoscopic hysterectomy with bilateral salpingectomy and cystoscopy). Essure was removed on (B)(6) 2019. At the time of the report, the pelvic pain outcome was unknown. The reporter considered pelvic pain and uterine hemorrhage to be related to essure. The reporter commented: and she was offered repeat hysteroscopy in 1-2 weeks to document correct placement on the left tubal coil as we could not visualize the upper endometrial cavity at the close of the procedure. Diagnostic results (normal ranges are provided in parenthesis if available): pathology test - on (B)(6) 2019: cervix: histologically unremarkable. Endometrium: benign endometrial polyp. Myometrium: histologically unremarkable. Bilateral fallopian tubes: histologically unremarkable. Metallic devices consistent with essure coils (gross diagnosis only).. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 9-jul-2020: medical record received. Event medical device removal replaced with chronic pelvic pain. Reporter, medical history, concomitant condition, concomitant drugs and lab data were added. Removal surgery details were added. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('medical device removal') in a female patient who had essure inserted for female sterilisation. On (B)(6) 2014, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required). The patient was treated with surgery. At the time of the report, the medical device removal outcome was unknown. The reporter considered medical device removal to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.